Event description:
It was reported that the patient had to charge the ipg frequently and for longer period of time. The patient underwent an ipg replacement procedure and was patient was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred for about a year from the date the manufacturer became aware of the event.